Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery alarm. The customer¿s blood glucose level was 220 mg/dl at the time of incident and current blood glucose was 374 mg/dl.. The customer was treated with insulin pump. The customer reported that they had large air bubbles in the tubing. The customer alleges pump was under delivering due to high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.